Event description:
The customer reported that the unit failed the auto test with therapy failure reports.

Manufacturer narrative:
The factory has not yet received the device for eval, and this complaint is still under investigation.